Event description:
It was reported that during a sacrocolpopexy procedure using a y-mesh device, the mesh tore, resulting in a portion detaching and falling into the patient. It was subsequently retrieved using a grasper. A different device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Block h6: imdrf impact code a0501 captures the reportable event of mesh removal. An additional intervention was performed by using a grasper to retrieve the separated mesh fragment.